Event description:
A nurse reported the equipment displayed a system message after a vitrectomy procedure. In order to perform the photocoagulation, they had to use another laser. Following a delay greater than 15 minutes, the procedure was completed with the same equipment and accessories, but with another laser. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The footswitch was tested and no problems were found. The interface printed circuit board (pcb) was replaced as a diagnostic measure. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).